Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection with the cardiac resynchronization therapy defibrillator (crt-d) device. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.